Event description:
The patient contacted animas on (B)(6) 2012 stating the up arrow keypad button was intermittently unresponsive for about one month. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation the up arrow and backlight buttons were found to be intermittently responsive, contamination was found under all keypad buttons, and the up and down arrow button key contacts were misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.